Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm due to a sudden decrease in flow to 0 liters per minute (lpm). Although a specific cause for the low flow alarm could not be conclusively determined, the recorded motor instability, rotor noise, and harmonic compensation faults observed with the decrease in flow as well as the observed increase in rotor noise and rotor displacement values appeared to be consistent with a foreign material being ingested into the pump, contacting the rotor, and then passing through the pump; however, thrombus could not be confirmed through this evaluation. The controller event log files collectively contained events from (B)(6) 2025 to (B)(6) 2025. A sudden decrease in estimated flow, to a typical value of 0 liters per minute (lpm), was captured on (B)(6) 2025, resulting in a continuous low flow hazard alarm. The log file also recorded motor instability and rotor noise faults while the left ventricular assist device (lvad) event log files captured increased rotor displacement and rotor noise values during the low flow state. By (B)(6) 2025, estimated flow appeared to have gradually increased to a typical range of 5.5-5.8 lpm by (B)(6) 2025. The files showed that flow ultimately recovered, and rotor parameters returned to normal. No other notable events were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received thrombolytics with successful restoration of flows now > 5 lpm. A user facility report (B)(4) was received on 11dec2025 that contained the following information: the patient was admitted after the heartmate 3 lvad alarmed for low flow. Patient was assessed and found to have nearly no flow. The patient was started on anticoagulation with successful restoration of flow. Inr was subtherapeutic upon admission at 104. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: cardiac drugs.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms for 14 hours. The flow dropped to 0.2 lpm which was possibly due to the patient's hemodynamics. The event log files were submitted for review. It was noted that the flow dropped from 5 lpm to essentially zero on (B)(6) 2025 at 9:55 pm and a drop in pump power during the zero flow events. Tissue plasminogen activator (tpa) was administered, and flows were noted to have returned to normal. The system controller was exchanged with the flow remaining unchanged after. There was concern with ventricular assist device (vad) function due to possible residual thrombus. Harmonic compensation faults were noted in the log file review which could be indicative of possible thrombus, however based on the log files, there was no concern with vad function due to possible thrombus.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.